Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) which had a tip cover in the cavity, was found to be malfunctioning. The doctor noted a lack of control of the mcs, removed it for evaluation, and it was observed that the steel cable had broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.